Manufacturer narrative:
Visual and microscopic inspection revealed that the tip was stuck on the floppy end of the guide wire. The tip and imaging window were twisted. During normal conditions, the catheter can be advanced and withdrawn over the guidewire with minimum friction or resistance. However, there is evidence that the catheter was advanced to the floppy end of the guidewire, causing that the tip got stuck on this end of the guidewire. An instructions for use (IFU) review confirmed that it is clearly mentioned on the precautions that this maneuver is not allowed. Regarding the tip damaged/defective issue, the guidewire exit port was inspected under magnification and a damage was observed in this section of the device. Additionally, the tip was observed stuck on the floppy end of the guide wire, causing an increase of the friction between the guidewire and the exit port assembly, this may result in the damage observed. Therefore, the most probable cause to the observed guidewire exit port damage is failure to follow instructions, since a IFU review revealed that the catheter is not designed to be advance through the floppy end of the guidewire.

Event description:
It was reported that a guidewire entanglement occurred. An opticross imaging catheter was advanced for ultrasound examination of the left circumflex artery (lcx). During the procedure the physician felt the catheter and guidewire bounce, then the wire became entangled with the catheter. The guidewire and catheter were removed, and the procedure was successfully completed using another of the same device. There were no patient complications.

Event description:
It was reported that a guidewire entanglement occurred. An opticross imaging catheter was advanced for ultrasound examination of the left circumflex artery (lcx). During the procedure the physician felt the catheter and guidewire bounce, then the wire became entangled with the catheter. The guidewire and catheter were removed, and the procedure was successfully completed using another of the same device. There were no patient complications.